Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Customer performed a reset on the pump themselves before contacting technical support. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.